Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient had developed a rash under the lifevest due to an allergic reaction to the lifevest. Patient's dermatologist provided a series of treatments and prescribed 3 medications. Follow-up indicated that the prescriptions did not help the rash and patient ended use of the lifevest.